Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A non-field reported error code fa5a1 was confirmed in the memory log files. During baseline testing, the touch responded properly. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that the screen of this programmer was not responding whenever it was powered on. The touchscreen worked after rebooting the programmer. Technical services (ts) advised to return the programmer for repair due to recurring anomaly. No patient involvement reported. Product investigation team received the returned programmer. The allegation was not confirmed by testing or analysis by the investigating team. However, the probable cause was determined based on the similar events where the programmer screen became unresponsive to touch inputs during use.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that the screen of this programmer was not responding whenever it was powered on. The touchscreen worked after rebooting the programmer. Technical services (ts) advised to return the programmer for repair due to recurring anomaly. No patient involvement reported.